Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had stored both brady events and tachy events on july 2, 2025. Technical services (ts) review of the device data showed there to be an initial significant brady event at 08:34 with a wide qrs complex and subsequent data between 08:37 and 08:56 was suspected by ts to be cardiopulmonary resuscitation (CPR). The CPR artifact was sensed by the s-ICD and a total of four shocks were delivered during this time. The company representative confirmed that the patient had already been admitted to the hospital at that time. The CPR was successful. Further events recorded between 14:53 and 14:56 appeared to be tachyarrhythmia and additional shocks terminated the rhythm. Additional information received from the company representative confirmed that the patient had experienced a cardiac arrest on that day and received percutaneous cardiopulmonary support (pcps). The patient subsequently expired the same day. In the physician's opinion the s-ICD had not malfunctioned and since the patient received appropriate treatment it was felt that the death was due to patient-related factors.